Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant of right ventricular (rv) lead, the patient had a sudden blood pressure drop which was suspected of a perforation. It was changed from ventricular tachycardia (vt) to ventricular fibrillation (vf) and shock was carried out twice. Drainage was carried out but a small amount of liquid was retained with an unknown cause. The blood pressure did not come back to normal level and percutaneous cardiopulmonary support (pcps) was used with cardiac massage. Angiography for right ventricular was carried out and cardiac tamponade was suspected. The perforation site was confirmed, but the exact site was unable to be determined. It was confirmed that a great amount of hemorrhage from the femoral and the abdomen was enlarged. It was not able to perform open chest surgery so that the patient was taken to intensive care unit. Regarding rv lead, it was removed before or after pcps. The cause of the initial blood-pressure fell was unknown. A cause of death was requested and not received.